Event description:
Boston scientific crm received info that field rep (fr) called technical services (ts) to report 125 ventricular tachycardia detections that occurred over the past two months. Ts discussed the presenting rhythm and explanted this could either be loss of capture or bigeminal pre-ventricular contractions. Ts recommended a thorough lead eval. Pt has first degree block, however, no adverse pt effects were noted. This lead has been returned for analysis. However, no date of explanted was made available.